Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the physician explanted the reservoir of this inflatable penile prosthesis (ipp) to repair a hernia in the patient. The component was successfully removed but, during the implant procedure of the new reservoir, the bladder was perforated. The physician repaired the perforation by closing it and, in addition, a plug was placed in the reservoir tubing. It was detailed that none of the reservoirs presented any issue. There were no further patient complications. A revision surgery has not been scheduled yet.